Manufacturer narrative:
Four devices were returned for evaluation. The evaluation results are as follows: one device: the complaint is confirmed. The device was returned with the needle button cover removed but the locking pin still attached to the device 's basal manifold. Root cause : component failure; the locking pin did not pull out with the removal of the needle button cover. The other 3 devices returned performed as intended. The root cause of the complaints could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that the last few days, she has experienced 4 devices when she would press the bolus buttons, the grey indicator would not move. Patient states that since this has been happening, her sugar levels have been increasing. The highest reading she has experienced was 385 on (B)(6) 2019. She did not experience any symptoms but she did get in contact with her hcp. This morning, her blood glucose levels were 250 and she stated in the morning, her readings are usually around 150-160. Patient has the 4 devices that the grey indicator appeared to not move available.